Event description:
It was reported that the patient's t and c-levels were extremely variable. Analysis of the device concluded that the device failed due to a loose receiver coil connection. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.